Event description:
The service center received a medwatch report which states that two patients developed multidrug-resistant pseudomonas after undergoing bronchoscopy procedures with the facility¿s bronchovideoscope. The medwatch states that the scope had undergone appropriate spd cleaning prior to being used on the second patient. The scope was removed from service and cultured positive for MDR pseudomonas. The scope was then sent to MFR who exchanged/replaced a few worn internal components, but per steris, they do not think these components could house an organism. Ic witnessed cleaning/sterilization (medivator) process and also processed different scopes in same manner. A second culture was performed after the scope was returned to the vendor and again cultured positive for MDR pseudomonas. The scope was cleaned/sterilized and continued to produce positive for the organism. The user facility infection control concluded their investigation and reported that since there were no similarities revealed in patients, procedure room, provider, staff, etc. That product is defective. The patients course of treatment is unknown. This report is for patient 1.